Event description:
S [situation]: patient on nasal CPAP [continuous positive airway pressure] being transitioned to transport ventilator. B [background]: patient on nasal CPAP going to or for bronchoscopy. A [assessment]: patient's oxygen saturation decreased when placed on transport ventilator. Transport ventilator set to deliver 35% oxygen, but delivered gas was analyzed at 21%. Transport ventilator not alarming. Oxygen tank checked and determined to be connected correctly and had 1700 psi. Patient switched back to critical care ventilator with return to normal oxygen saturation. A second transport vent was obtained, and the patient was transported to the or without incident. R: transport ventilator brought to respiratory care office for further evaluation. Manufacturer response for transport ventilator, tv100 (per site reporter).